Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead (model 6947) is part of the advisory for this model. Evaluation summary: (B)(4) no anomalies found. Full lead returned and analyzed. Additional finding of blood in/on helix mechanism. (B)(4): lead stretched. Full lead returned and analyzed. It was noted that the inner insulation was kinked/buckled, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and the lead appeared damaged at implant. (B)(4): no anomalies found. Full lead returned and analyzed. Additional finding of blood in/on helix mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant, three ventricular leads were attempted. The first lead was unable to make the sharp bend in the superior vena cava. The physician questioned the second lead's screw mechanism. The third lead was unable to reach the patient's anatomy. All three leads were not implanted. No patient complications have been reported as a result of this event.